Event description:
The customer's family member reported that the customer was hospitalized with dka. It was stated that the educator met with them at the hosp and performed troubleshooting on the pump. The device passed the functional testing. Also the site and the set were checked and there were no significant findings. However, the buttons do not respond properly. Device was not dropped, bumped, or exposed to moisture.